Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ping meter was reading inaccurately high compared to how the patient was feeling/her normal blood glucose results. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began at an unspecified date/time in (B)(6) 2012. The reporter claimed that the patient obtained blood glucose result of "about 150, 217 mg/dl." The reporter said that the patient manages her diabetes with insulin pump therapy and denied that she made any changes to her normal diabetes management despite the alleged issue starting. The reporter claimed that 3-4 days after the alleged issue began the patient started waking up with symptoms of "headaches, sweaty, nauseated," with the reporter/patient associated with low blood glucose. However, the reporter denied that the patient received any medical intervention as a result of the alleged issue. The reporter informed the cca that when the patient began waking up symptomatic they stopped using the subject meter and purchased another unspecified meter. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly began waking up with low blood glucose and developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
(B)(4). Device evaluation:the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.